Event description:
The external iliac was extremely tortuous and after unsuccessfully navigating through this he decided to remove the undeployed stent. During removal he noticed the stent came off the balloon in an unintended area. The balloon was reintroduced into the body and back into the stent and deployed in an unintended area.

Manufacturer narrative:
Device not returned.